Manufacturer narrative:
One ventilator was received for evaluation. Visual inspection of the device found the input block was loose. Device underwent functional testing. All tests passed except one CPAP threshold and one relief pressure threshold on air mix. This confirms the reported customer complaint as a result of a faulty function switch and a loose input block. The problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Additional information: b3: event date recorded. B5: event description updated. H6: patient code updated.

Event description:
Information was received that a smiths medical ventilator leaks at the on/off switch and oxygen port spins. No adverse effects reported. It was further reported that the event described above occurred on (B)(6) 2019. There was no patient involvement regarding this event.

Event description:
Information was received that a smiths medical ventilator leaks at the on/off switch and oxygen port spins. No adverse effects reported.